Event description:
It was reported that an aseptic loosening of a femoral component, which was implanted without the use of cement, occurred. During the necessary revision a cemented femoral component was implanted.